Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported via phone call that they recently experienced a low blood glucose level possibly due to over delivery that required assistance from emt. Blood glucose level at the time of the incident was not provided. The insulin pump shows that it delivered 20 units of insulin and led the customer to be unconscious. Customer went back to normal the following day. Customer's daughter did not troubleshoot. The insulin pump was not replaced or returned for analysis.